Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the whisper instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a cardiac resynchronization therapy procedure. During implanting of a non-abbott left ventricle (lv) lead, a whisper ms guide wire was being advanced to guide the lead but it got stuck in the lead and could not be retracted. The lead and guide wire had to be removed as a single unit. The procedure was successfully completed with another lead and another whisper guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.